Event description:
On 7/jun/2024, fresenius became aware this patient with chronic kidney disease (ckd) on continuous venovenus hemodialysis (cvvhd) in the intensive care unit (ICU) utilizing a multifiltrate pro for renal replacement therapy (rrt) experienced hypothermia and bradycardia while undergoing treatment. On (B)(6) 2024, the patient¿s cvvhd treatment was initiated despite the fluid lines being improperly set-up. According to the documentation provided, the patient¿s treatment prescription included the use of ci-ca. During set up, it appears the green ci-ca fluid line (which is supposed to be heated) was erroneously placed in the wrong chamber (white) despite the color coding. The multifiltrate pro continued to operate without any alarms for approximately 22 hours, with machine temperatures ranging from 33.3 to 35.6. During assessment (timeline not provided), the patient was noted to be hypothermic, after which the medical team began warming the patient with a bair hugger after the patient¿s temperature dropped below 35.0 (unsuccessful). There were no metabolic changes noted in the patient¿s blood gases, however the patient became more bradycardic (heart rate = 47 bpm, baseline = 55-60 bpm) which required a ¿resuscitation call¿ (specifics not provided). The clinical staff reported the multifiltrate pro did not detect the inaccurate set-up, nor did it detect the solution wasn¿t being warmed correctly. The lack of alarm allowed fluids to enter the patient¿s circulatory system, causing the hypothermia and bradycardia. Although human error was the driving factor, the machines¿ safety measures failed to detect/eliminate the error during set-up. Following the discovery of the improperly set-up cvvhd treatment, an alternate multifiltrate pro was set-up and the patient¿s temperature, and bradycardia began to improve. The multifiltrate pro was removed from service following the serious adverse events, and the follow-up service record indicated the machine passed all functional post event testing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between cvvhd utilizing the multifiltrate pro, and the serious adverse events of hypothermia (characterized by bradycardia), which required external warming measures and a resuscitation call (specifics not provided). The root cause of the serious adverse events was user error when the clinician connected the ¿green¿ ci-ca line (heated) into the ¿white¿ line segment (unheated). The multifiltrate pro then continued to operate for an additional 22 hours before the connection error was discovered by the medical staff. Once the connection was corrected, the patient began to stabilize (e.g., body temperature increased, bradycardia improved). The patient¿s temperature must be continuously monitored in order to avoid undesired hypothermia. Environmental factors such as room temperature, the temperature of the dialysate and the substitute must be taken into consideration. Based on the totality of the information available, the multifiltrate pro cannot be disassociated from the serious adverse events. Given the patient¿s favorable response to the correction of the ci-ca line, no alarm detecting the inaccurate set-up, and the lack of treatment/hospital records, the multifiltrate pro cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Manufacturer narrative:
Plant investigation: the review of the complaints revealed that the reported failure type represents a known event. Machines file reviewed. Swapping the heating bags cannot be detected by the machine. The staff should have checked the tubing from the moment. The patient became hypothermic. There are also colored markings. These show the allocation to the heater. The blood line system has operated well beyond its approval. The user is guided through every step of the mounting process of the disposable. Here it is clearly stated in which heater the respective heating bag have to be inserted. Additionally, there is a color coding between heating bag and associated heater. Also, here the user would be able to detect a wrongly mounted disposable. Review of device history record (DHR) was found to be not necessarily due to the fact that the failure/ complaint can be clearly attributed to the failure mode application. Based on all performed investigations/evaluations the described behavior could be reproduced. No hardware component is associated with this complaint. Review of instruction for use (IFU) and/or service manual shows the correct mounting of the blood line system. Evaluate whether product deficiency relates to falsification or an unauthorized configuration, there are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The residual risk is broadly acceptable.

Event description:
On 7/jun/2024, fresenius became aware this patient with chronic kidney disease (ckd) on continuous venovenus hemodialysis (cvvhd) in the intensive care unit (ICU) utilizing a multifiltrate pro for renal replacement therapy (rrt) experienced hypothermia and bradycardia while undergoing treatment. On (B)(6) 2024, the patient¿s cvvhd treatment was initiated despite the fluid lines being improperly set-up. According to the documentation provided, the patient¿s treatment prescription included the use of ci-ca. During set up, it appears the green ci-ca fluid line (which is supposed to be heated) was erroneously placed in the wrong chamber (white) despite the color coding. The multifiltrate pro continued to operate without any alarms for approximately 22 hours, with machine temperatures ranging from 33.3 to 35.6. During assessment (timeline not provided), the patient was noted to be hypothermic, after which the medical team began warming the patient with a bair hugger after the patient's temperature dropped below 35.0 (unsuccessful). There were no metabolic changes noted in the patient¿s blood gases, however the patient became more bradycardic (heart rate = 47 bpm, baseline = 55-60 bpm) which required a "resuscitation call" (specifics not provided). The clinical staff reported the multifiltrate pro did not detect the inaccurate set-up, nor did it detect the solution wasn't being warmed correctly. The lack of alarm allowed fluids to enter the patient's circulatory system, causing the hypothermia and bradycardia. Although human error was the driving factor, the machines¿ safety measures failed to detect/eliminate the error during set-up. Following the discovery of the improperly set-up cvvhd treatment, an alternate multifiltrate pro was set-up and the patient's temperature, and bradycardia began to improve. The multifiltrate pro was removed from service following the serious adverse events, and the follow-up service record indicated the machine passed all functional post event testing.